Event description:
It was reported that a cuff roll was noted on the balloon upon removal. The catheter was initially inflated with 10 cc sterile water and was indwelling for 3 to 4 days. The pt experienced slight discomfort when removing. There was no pt injury or intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.